Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 1/23/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site in a zip lock bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2019- (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient left eye due to residual myopia. There is no patient injury, no medical or surgical intervention required. No further information provided.